Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years and 1 month post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve required intervention due to stenosis (calcification). A valve in valve was completed successfully. According to the medical records, this patient was in the process of being cleared for a valve in valve (viv) when they presented with acute onset chronic heart failure and were found to have severe bioprosthetic aortic stenosis in the setting of accelerated degeneration of the tavr valve. An emergent viv was performed for cardiogenic shock and acute hypoxic respiratory failure. The patient had experienced several days with dyspnea on exertion and chest pain. According to a tte performed the day of the vinv: there is no aortic regurgitation. There is a 26 mm sapien 3 transcatheter bioprosthetic aortic valve present. The prosthetic valve is well-seated. There are elevated gradients across the prosthetic valve. Gradients are elevated due to prosthetic valve stenosis. There is no prosthetic valve regurgitation. Prosthetic aortic valve peak gradient measures 59 mmhg. Prosthetic aortic valve mean gradient measures 35 mmhg. Estimated orifice area measures 0.3 cm2. A CT scan performed approximately 22 months post implant noted a bioprosthetic valve with calcified and thickened leaflets, no evidence of halt, there is restricted motion consistent with prosthetic aortic stenosis.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections of this report have been updated: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). Available information suggests patient factors (diabetes mellitus) likely contributed to the event as patient has medical history of diabetes mellitus. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.